Event description:
It was reported that while performing a ventricular tachycardia procedure the patient became hypotensive. Intracardiac ultrasound was used to identify a pericardial effussion. Pericardiocentesis was performed. The procedure was stopped and no rf applications had been delivered at the time of the adverse event. Approximately 450 cc of fluid from the pericardial space. The patient was stabilized and transferred to ICU for overnight observation.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 rmt system. Model #: m-5830-01. Serial #: (B)(4). Cool flow irrigation pump. Model #: m-5491-02. Serial #: (B)(4). 3. Stockert rf generator. Model #:m-5463-01. Serial #: (B)(4). (B)(4). The physician was contacted by biosense webster field service engineer. The physician advised that this issue was not related to the bwi equipment. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's ref. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4).